Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, which resolved the issue, allowing the sensor session to start successfully without further errors.